Manufacturer narrative:
The return of the incident sample and its product information has been requested. To date it has not been received for evaluation nor has medtronic received any information on the alleged product. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A high flame had occurred at the pencil tip. The product code and serial number are unknown at the time of complaint report and still unknown. No patient involved in this case.